Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("implant migration"), pelvic pain ("began suffering from pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B09709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6)2013, the patient had essure inserted. In december 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain") and headache ("migraines / headaches"). In february 2014, the patient experienced infection ("infection") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). In august 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("unusual vaginal discharge"), migraine ("migraines / headaches"), alopecia ("hair loss"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in mouth, metal taste"), arthralgia ("joint aches"), tooth disorder ("dental issues"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), rash ("infection (other), rashes or skin conditions"), skin disorder ("infection (other), rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), weight increased ("weight gain / loss specify which one: weight gain"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and asthenia ("energy"). The patient was treated with surgery (hysterectomy, oophorectomy, left, bilateral salpingectomy, to remove essure device). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, vaginal discharge, infection, dyspareunia, migraine, dysgeusia, arthralgia, tooth disorder, fatigue, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, bladder disorder, urinary tract disorder, headache, nausea and weight increased outcome was unknown, the pelvic pain, abdominal pain, back pain, alopecia and feeling abnormal was resolving and the abdominal distension and asthenia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, asthenia, back pain, bladder disorder, cystitis, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: new reporters, patient demographic information, product indication, onset date updated, lot no, concomitant disease, new events device dislocation, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, bladder disorder, urinary tract disorder, headache, nausea, weight increased, abdominal distension, asthenia and device monitoring procedure not performed added. Outcome for the events abdominal distension, alopecia, pelvic pain, abdominal pain, back pain and feeling abnormal added as recovering / resolving and for events abdominal distension and asthenia added as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("implant migration"), pelvic pain ("began suffering from pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B09709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included pelvic adhesions. Concurrent conditions included obesity, ovulation pain, hot flashes, sexual dysfunction, frequency urinary, burning sensation, tingling sensation, depression, mood swings, vitamin b12 deficiency and cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced infection ("infection") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("unusual vaginal discharge"), migraine ("migraines / headaches"), the first episode of alopecia ("hair loss"), the first episode of feeling abnormal ("brain fog"), dysgeusia ("metallic taste in mouth, metal taste"), arthralgia ("joint aches"), tooth disorder ("dental issues"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), rash ("infection (other), rashes or skin conditions"), skin disorder ("infection (other), rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), weight increased ("weight gain / loss specify which one: weight gain"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), asthenia ("energy"), hot flush ("hot flashes"), ovulation pain ("painful ovulation(mittlescherz),"), night sweats ("night sweats"), loss of libido ("loss of libio"), premature menopause ("early menopause"), incontinence ("incontinence"), sexual dysfunction ("sexual dysfunction(unable to orgasm or fee! Pleasure)"), micturition urgency ("urgent frequent urination"), vulvovaginal burning sensation ("liching,burning,stinging,stabbing of vagina entrance"), vulvovaginal discomfort ("liching,burning,stinging,stabbing of vagina entrance"), flatulence ("gas"), constipation ("constipation"), diarrhoea ("diarrhea"), paraesthesia ("tingling sensations"), the second episode of feeling abnormal ("brain log-cloudiness"), memory impairment ("forgetfulness"), mood swings ("mood swing"), depression ("depression(sadness/suicide thoughts)"), cerebral disorder ("diminished brain function"), hypertension ("high blood pressure"), vitamin b12 deficiency ("vitamin b 12 deficiency"), hypersensitivity ("heightened allergens/ allergic reaction"), cyst ("cyst"), acne ("boils acne"), skin irritation ("skin irritation/liching"), the second episode of alopecia ("hair loss or changes"), insomnia ("insomnia"), weight abnormal ("weight issues"), abdominal adhesions ("adhesions(scar tissue in abdomen)"), visual impairment ("vision problem"), hyperhidrosis ("excessive sweating"), dry eye ("dry skin/ eyes") and dry skin ("dry skin/ eyes"). The patient was treated with surgery (hysterectomy, oophorectomy, left, bilateral salpingectomy, to remove essure device) and surgery (hysterectomy, oophorectomy, left, bilateral salpingectomy, to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, vaginal discharge, infection, dyspareunia, migraine, dysgeusia, arthralgia, tooth disorder, fatigue, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, bladder disorder, urinary tract disorder, headache, nausea, weight increased, hot flush, ovulation pain, night sweats, loss of libido, premature menopause, incontinence, sexual dysfunction, micturition urgency, vulvovaginal burning sensation, vulvovaginal discomfort, flatulence, constipation, diarrhoea, paraesthesia, the last episode of feeling abnormal, memory impairment, mood swings, depression, hypertension, vitamin b12 deficiency, hypersensitivity, cyst, acne, skin irritation, the last episode of alopecia, insomnia, weight abnormal, abdominal adhesions, visual impairment, hyperhidrosis, dry eye and dry skin outcome was unknown, the pelvic pain, abdominal pain and back pain was resolving and the abdominal distension and asthenia had resolved. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, acne, arthralgia, asthenia, back pain, bladder disorder, cerebral disorder, constipation, cyst, cystitis, depression, device dislocation, diarrhoea, dry eye, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, flatulence, genital haemorrhage, headache, hot flush, hyperhidrosis, hypersensitivity, hypertension, incontinence, infection, insomnia, loss of libido, memory impairment, menorrhagia, micturition urgency, migraine, mood swings, nausea, night sweats, ovulation pain, paraesthesia, pelvic pain, premature menopause, rash, sexual dysfunction, skin disorder, skin irritation, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vitamin b12 deficiency, vulvovaginal burning sensation, vulvovaginal discomfort, weight abnormal, weight increased, the first episode of alopecia, the first episode of feeling abnormal, the second episode of alopecia and the second episode of feeling abnormal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. (B)(6) 2015- uterus, cervix, right ovary, bil fallopian tubes: benign cervix, proliferative endometrium., right ovary and bilateral fallopian tubes are unremarkable. Right fallopian tube portion with essure coil: -fallopian tube with coil for gross only. Right fallopian tube portion with essure· coil: the specimen consists of a cylindrical structure measuring 2.5 cm in length and 0.5 cm in diameter. The coil is removed no sections are taken. The tissue in the cassette cannot be cut due to many metal wires within the tissue. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received - lab data added. Events added from mr-cramping, sharp/stabbing pelvic pain, hot flashes, painful ovulation, night sweats, loss of libio, painful periods, early menopause,incontinence, sexual dysfunction(unable to orgasm or fee! Pleasure),urgent frequent, urination, itching, burning, stinging, stabbing of vagina entrance, back pain,chest, leg, brest, neck, spine,hip,chronic pelvicpain, all over body acne/pain, nausea, vomiting, gas, constipation, diarrhea, headache, or migraine, dizziness, tinging sensations, brain log-cloudiness, forgetfulness, mood swing, depression (sadness/suicide thoughts),diminished brain function, numbness/ tingling in extremities, high blood pressure, vitamin b-12 deficiency, heightenedallergens/ allergic reaction, cyst, boils acne, skin irritation/liching, hair loss or changes, insomnia, weight issues,adhesions, vision problem, excessive sweating, dry skin/ eyes were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("implant migration"), pelvic pain ("began suffering from pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B09709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included pelvic adhesions. Concurrent conditions included obesity, ovulation pain, hot flashes, sexual dysfunction, frequency urinary, burning sensation, tingling sensation, depression, mood swings, vitamin b12 deficiency and cyst. In 2013, the patient experienced migraine ("migraines / headaches"), dysgeusia ("metallic taste in mouth, metal taste/other injuries or conditions: metal taste"), fatigue ("fatigue"), rash ("infection (other), rashes or skin conditions"), nausea ("nausea") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea"), back pain ("lower back pain") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced infection ("infection") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). In 2014, the patient experienced vaginal discharge ("unusual vaginal discharge"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of alopecia ("hair loss"), the first episode of feeling abnormal ("brain fog"), arthralgia ("joint aches"), tooth disorder ("dental issues"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), skin disorder ("infection (other), rashes or skin conditions"), weight increased ("weight gain / loss specify which one: weight gain"), asthenia ("energy"), hot flush ("hot flashes"), ovulation pain ("painful ovulation(mittlescherz),"), night sweats ("night sweats"), loss of libido ("loss of libio"), premature menopause ("early menopause"), incontinence ("incontinence"), sexual dysfunction ("sexual dysfunction(unable to orgasm or fee! Pleasure)"), micturition urgency ("urgent frequent urination"), vulvovaginal burning sensation ("liching,burning,stinging,stabbing of vagina entrance"), vulvovaginal discomfort ("liching,burning,stinging,stabbing of vagina entrance"), flatulence ("gas"), constipation ("constipation"), diarrhoea ("diarrhea"), paraesthesia ("tingling sensations"), the second episode of feeling abnormal ("brain log-cloudiness"), memory impairment ("forgetfulness"), mood swings ("mood swing"), depression suicidal ("depression(sadness/suicide thoughts)"), cerebral disorder ("diminished brain function"), hypertension ("high blood pressure"), vitamin b12 deficiency ("vitamin b 12 deficiency"), hypersensitivity ("heightened allergens/ allergic reaction"), cyst ("cyst"), acne ("boils acne"), skin irritation ("skin irritation/liching"), the second episode of alopecia ("hair loss or changes"), insomnia ("insomnia"), weight abnormal ("weight issues"), abdominal adhesions ("adhesions(scar tissue in abdomen)"), visual impairment ("vision problem"), hyperhidrosis ("excessive sweating"), dry eye ("dry skin/ eyes") and dry skin ("dry skin/ eyes"). The patient was treated with surgery (hysterectomy, oophorectomy-left, bilateral salpingectomy, total abdominal hysterectomy) and surgery (hysterectomy, oophorectomy, left, bilateral salpingectomy, to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, vaginal discharge, infection, dyspareunia, migraine, dysgeusia, arthralgia, tooth disorder, fatigue, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, bladder disorder, urinary tract disorder, headache, nausea, weight increased, hot flush, ovulation pain, night sweats, loss of libido, premature menopause, incontinence, sexual dysfunction, micturition urgency, vulvovaginal burning sensation, vulvovaginal discomfort, flatulence, constipation, diarrhoea, paraesthesia, the last episode of feeling abnormal, memory impairment, mood swings, depression suicidal, hypertension, vitamin b12 deficiency, hypersensitivity, cyst, acne, skin irritation, the last episode of alopecia, insomnia, weight abnormal, abdominal adhesions, visual impairment, hyperhidrosis, dry eye and dry skin outcome was unknown, the pelvic pain, abdominal pain and back pain was resolving and the abdominal distension and asthenia had resolved. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, acne, arthralgia, asthenia, back pain, bladder disorder, cerebral disorder, constipation, cyst, cystitis, depression suicidal, device dislocation, diarrhoea, dry eye, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, flatulence, genital haemorrhage, headache, hot flush, hyperhidrosis, hypersensitivity, hypertension, incontinence, infection, insomnia, loss of libido, memory impairment, menorrhagia, micturition urgency, migraine, mood swings, nausea, night sweats, ovulation pain, paraesthesia, pelvic pain, premature menopause, rash, sexual dysfunction, skin disorder, skin irritation, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vitamin b12 deficiency, vulvovaginal burning sensation, vulvovaginal discomfort, weight abnormal, weight increased, the first episode of alopecia, the first episode of feeling abnormal, the second episode of alopecia and the second episode of feeling abnormal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. (B)(6) 2015- uterus, cervix, right ovary, bil fallopian tubes: benign cervix, proliferative endometrium., right ovary and bilateral fallopian tubes are unremarkable. Right fallopian tube portion with essure coil: -fallopian tube with coil for gross only. Right fallopian tube portion with essure· coil: the specimen consists of a cylindrical structure measuring 2.5 cm in length and 0.5 cm in diameter. The coil is removed no sections are taken. The tissue in the cassette cannot be cut due to many metal wires within the tissue. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("began suffering from pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("unusual vaginal discharge"), infection ("infection"), dyspareunia ("dyspareunia"), back pain ("lower back pain"), migraine ("migraines"), alopecia ("hair loss"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in mouth"), arthralgia ("joint aches"), tooth disorder ("dental issues") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal discharge, infection, dyspareunia, back pain, migraine, alopecia, feeling abnormal, dysgeusia, arthralgia, tooth disorder and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, infection, migraine, pelvic pain, tooth disorder and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion inserts) inserted and began suffering from pelvic pain and abnormal bleeding (interpreted as genital bleeding). Nearly 2 years after placement, the plaintiff underwent hysterectomy with removal of the inserts. No outcome information was provided. Pelvic pain and genital bleeding, serious due to medical significance, are anticipated in the reference safety information of essure. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (gynecological and non-gynecological) are also possible. In this particular case, the medical information was limited, but considering the nature and course of the event, and in the lack of alternative explanations, a causality of essure cannot be excluded (related). Concerning genital bleeding, this may also occur during the use of essure. In the lack of alternative explanations, the causality is also assessed as related. This case was classified as incident because of surgical device removal. Other non-serious events were reported, some of which are unanticipated. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected only through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("began suffering from pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("unusual vaginal discharge"), infection ("infection"), dyspareunia ("dyspareunia"), back pain ("lower back pain"), migraine ("migraines"), alopecia ("hair loss"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in mouth"), arthralgia ("joint aches"), tooth disorder ("dental issues") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy to remove essure device on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal discharge, infection, dyspareunia, back pain, migraine, alopecia, feeling abnormal, dysgeusia, arthralgia, tooth disorder and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, infection, migraine, pelvic pain, tooth disorder and vaginal discharge to be related to essure. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion inserts) inserted and began suffering from pelvic pain and abnormal bleeding (interpreted as genital bleeding). Nearly 2 years after placement, the plaintiff underwent hysterectomy with removal of the inserts. No outcome information was provided. Pelvic pain and genital bleeding, serious due to medical significance, are anticipated in the reference safety information of essure. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (gynecological and non-gynecological) are also possible. In this particular case, the medical information was limited, but considering the nature and course of the event, and in the lack of alternative explanations, a causality of essure cannot be excluded (related). Concerning genital bleeding, this may also occur during the use of essure. In the lack of alternative explanations, the causality is also assessed as related. This case was classified as incident because of surgical device removal. Other non-serious events were reported, some of which are unanticipated. A product technical analysis is expected. Further information is expected only through the litigation process.